Manufacturer narrative:
The device alarmed button error and had no button response due to corroded up keypad trace. Unable to verify unexpected restart error alarm due to keypad anomaly. The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube, missing end cap sticker, cracked lcd window and cracked reservoir tube window. We were unable to performed functional test due to keypad anomaly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the insulin pump alarmed button error and unexpected restart. Troubleshooting for button error was performed. Customer's blood glucose level was unknown at the time of the incident. Customer stated that they were unsure if time advanced on the insulin pump clock. Troubleshooting for unexpected alarm was performed and found no temp basal programmed prior to unexpected alarm. Customer also stated that the insulin pump was not stored or not in use for an extended period of time. Customer also reported that insulin pump did not alarm shortly after insertion of new battery and that the insulin pump alarmed during normal use. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.